Event description:
The report received from the registry indicates that on the same day of the index procedure, there was discrete "plaque shifting" on diagonal ostium. The relationship to the implanted device was highly probable.

Manufacturer narrative:
This pt was randomized to the registry for one vessel disease. A staged procedure was not planned. The indication for the index procedure was an acute anterior myocardial infarction >24 - <72h pre procedure. Highest killip class from hospitalization to pci was I. The target lesion was at the mid left anterior descending (lad). The vessel was a native coronary artery. Reference vessel diameter was 3.0mm and lesion length was 20mm. Pre procedure diameter stenosis was 90% and post procedure was zero percent. Timi pre and post procedure was iii, respectively. The lesion was denovo, with no major side branch involvement, smooth and readily accessible at proximal segment. Angulation was <45 degrees, concentric, with little to no calcification and without thrombus. Lesion classification was type a. Predilatation was performed with a 2.5x20mm balloon at 10 atms. A cypher was deployed at 18 atms. Post dilatation was not performed. Ivus was not conducted. During the one month follow up, the pt was asymptomatic and complaint with antiplatelet regimen. In 2007, clopidogrel was discontinued due to intolerance/allergy. The pt was started on ticlopidine on the next day. An echocardiogram was performed, results were not provided. During the six-month follow-up the pt was asymptomatic. Please note: device is distributed outside the us. However, it is similar to the us prod. Any add'l info will be submitted within 30 days of receipt.